Event description:
Customer reported an erroneous high access estradiol test result was obtained for one patient sample when using the access 2 immunoassay system. The erroneous high test results were not reported out of the laboratory. Repeat analysis was performed. The test results were lower. No reports of death or serious injury, and no affect to patient treatment as a result of this event.

Manufacturer narrative:
Samples were collected in lithium heparin plasma tubes and centrifuged for ten minutes at 3379. Both levels of estradiol quality control (qc) were within the customer's established ranges prior to and on the day of the event. A routine system check was performed on (B)(4) 2010, which passed within instrument specifications. On (B)(4) 2010, the field service engineer replaced the pipettor tip, verified transducer voltage and performed the necessary alignments. Performed a level sense test to verify ultrasonics; no issues were noted. Removed the analytical module and inspected the mixer pinch rollers and belt; no issues noted. Inspected the precision pump and valve; no leaks or issues were noted. Performed estradiol qc; all qc was within the customer's established ranges. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.